Manufacturer narrative:
Visual eval of the device indicated that the "black specks" were tarnish. In addition, the device was broken.

Event description:
This handpiece is leaving black flakes in the eye.